Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported extremely delivered low volume during test was confirmed during evaluation. Evaluation performed flow accuracy testing at the rate of 200ml/hr and 100ml/hr for one hour each. The results were -50.415% and 0.227% respectively. The testing was found to be out of the 5% specification. The plate travel was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced low delivered volume during testing in biomed service department. There was no patient involvement. No additional information is available